Event description:
The surgeon reported that the patient's device had extrude through the skin and a skin flap infection occurred. The internal magnet of the device was dislodged and the electrode array had migrated as well. The surgeon explanted the patient's device during surgery to treat otitis media. The patient has been treated for infection since (B)(6) 2011. Teicoplanin antibiotic was prescribed. Bacteria culture revealed staphylococcus aureus. Device reimplant surgery has been scheduled.